Event description:
A surgeon reported that multiple sutures broke while performing a corneal transplant. The surgeon exchanged the sutures and after a 20 minute delay, the procedure was completed with no harm to the patient. It was noted that the surgeon felt the sutures were thinner than usual.

Manufacturer narrative:
A sample has been received and in house testing is in progress. One sterile lot number was identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the review. Product was released according to manufacturer's acceptance criteria. A complaint history review was performed and no addition complaints have been associated with the lot. One component suture lot number was identified with this complaint from the sterile lot. The incoming lot was deemed acceptable with no abnormalities. Suture tensile strengths and diameters were deemed acceptable. A root cause has not been identified. All suture material is checked for diameter and tensile strength at incoming inspection. (B)(4).